Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant reported that during prep, automated impella controller (aic) did not detect the purge cassette. The issue was attempted to be resolved by rebooting console power cycle, but was unsuccessful. Therefore, the aic was exchanged and the problem resolved. There was no reported patient harm.

Manufacturer narrative:
The investigation for the reported console (aic) purge flag issue has been completed. Data logs were reviewed which revealed that while attempting to start a case, the device could not get past step 4 due to "piston blocked". The console continuously tried to prime but since the piston would not move, priming could never be completed and triggered alarm 417 for purge system failure (piston blocked). Reviewing the right logs, the purge flow ticks never exceeded 23 which supports the lack of piston range seen in the imc logs. The aic was returned for evaluation and confirmed that the shaft was blocked for the purge with signs of glucose around it. Therefore, the cause of the piston block was a glucose ingress. Added- h6 impact code 4629.